Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod for more than 48 hours on the abdomen. The patient was vomiting. The patient stated that on saturday morning ((B)(6) 2021) they got up and their blood glucose (bg) was at 200 mg/dl, and kept climbing during the day. The patient stated that they were not eating and that starting at noon time they started to feel nauseous. They decided to seek medical assistance. Patient states that prior to going to the hospital their dexcom was reading high and finger prick was 485 mg/dl. The patient stated that they treated them with fast acting insulin and since they were dehydrated they gave them saline solution.